Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The lumen leaked at the joint of the violet connection, requiring device replacement. According to the initial reporter, the patient did not experience any other adverse effects due to this occurrence.